Event description:
On 08/28/2000, the MFR received medwatch report# 040026-02-2000 from the facility that states the following: during surgical insertion of this device, the end of the catheter that was to be attached to the device split/tore. The surgeon attempted to slip the locking device over the split/tear in order to correct the potential problem, but the lock would not pass over the split/tear. On 08/30/2000, the facility's risk mgr informed the MFR's rep that the device in question would be returned to the MFR for analysis. No further details were provided.